Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was folded incorrectly and the bad fold was observed after the insertion of the lens into patient's left eye. The lens was removed from the eye and replaced with another lens of same model and diopter. Additional information received described the event as bad fold, the front haptic being bent, trailing haptic being kinked, and lens was scratched. However there was no patient injury and no other intervention was required. No further information was available.